Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. A 3.50x24mm synergy ii drug-eluting stent was advanced for treatment. However, difficulty advancing with the device was encountered. When the device was removed, it was noted that the stent was damaged. The procedure was completed with no patient harm reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. A 3.50x24mm synergy ii drug-eluting stent was advanced for treatment. However, difficulty advancing with the device was encountered. When the device was removed, it was noted that the stent was damaged. The procedure was completed with no patient harm reported. Synergy ii us mr 3.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to the mid-section of the stent. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.